Manufacturer narrative:
Due to character limit in e1. Full initial reporter's name: (B)(6). Updated fields: b4, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Customer reported that the pump displayed system over temp message. A getinge fse could not duplicate issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) displayed system over temperature message. No patient injury or harm reported.

Manufacturer narrative:
Due to character limit in e1initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed system over temp message. No harm.